Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: consumer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: it was reported by our patient that "hello, I have been having an issue with my hip lately only to just find out that the hip replacement I received has been recalled. My first question is: why was I never informed of this¿.seems like between 2010 and 2020 there was enough time to reach me. More importantly, I want to confirm the exact part that was implanted¿I am not able to get this information from my doctor as he has since retired. I was given a depuy card but the part name/serial number is not on it. It was suggested to me that I contact depuy directly as they should have this information. Below are the details, I am hoping you can confirm the exact parts and the serial numbers. If you need any additional information to complete this request, please feel free to reach out to me either by this email or by phone" doi: unknown dor: unknown affected side: unknown additional information: spoke with patient's wife, andrea, on (B)(6) 2022. She states she is the one who sent the original email to the complaint mailbox. She states her husband is c/o pain in the left hip and would like to know if his part/lot is involved in a recall. She states he has been to a physician who determined he has elevated ions as well. She wanted advice as to how to treat elevated ions but was deferred to speak with the surgeon. She sent this writer an email with part/lot and when the complaint is updated, she will be notified if these implants are involved in a recall. She has no further concerns or questions at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.